Event description:
It was reported that the device had occlusion alarms with lipid infusions as well as multiple infusions while using six (6) port set up. The customer would adjust pressure settings when occlusion encounters to resolve issue. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.